Event description:
The pt reported via pt survey that her catheter broke. No symptoms were reported. The type of medication, concentration and daily dose being administered via the pump were not reported. Device registration system indicates lioresal. A follow-up report will be submitted if additional info becomes available.